Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no unexpected restart alarm and no alarm noted. We were unable to upload to carelink due to alarm in the history file. The insulin pump alarmed in the history due to corrupted history file. One touch ultralink functioned and communicating properly it recorded properly at status screen. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was unable to upload the insulin pump. In the alarm history unexpected restart, two external error, and displayable history check failed on startup alarms were found. The customer was off the insulin pump therapy for a year and placed a battery in the insulin pump to start it up again but received another unexpected restart alarm. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.